Event description:
It was reported that patient enrolled in a clinical study underwent total knee arthroplasty on (B)(6) 2005. Subsequently, a revision procedure was performed on (B)(6) 2007 to remove and replace all components with cement spacers due to infection. It was further reported that patient underwent manipulation on (B)(6) 2008 due to arthrofibrosis.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2013-05173 / 05174).